Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the up/down/ok buttons were intermittently responding to user input, the contrast key required excessive force to activate during testing, the up/down keys contact were misaligned, the contrast key was inverted, the ok/up/down key contacts became inverted during testing and there was evidence of contamination under the key contacts.

Event description:
It was reported that the down/ok keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has been exposed to moisture. There was no adverse event associated with this complaint.